Event description:
During an atherectomy procedure of the tp trunk, the physician deployed the spiderfx distally. Four sets of passes with a quadrant cut were performed with an atherectomy device and the spider wire was bent. The physician tried to remove the spider device out of the body, but the basket stayed behind. Only the wire was removed. The physician then tried to deploy a 5 millimeter spider to capture the left behind filter basket. This was unsuccessful, so a 7mm spider was used. That did not work either, so the physician went distal to the basket and deployed a balloon. The balloon was kept inflated and brought with the spiderfx , up to the sheath, out of the popliteal. The spiderfx would not go into the sheath however, so the physician used a large, 10mm snare to get the basket safely up in the sheath. However, this turned the basket upside down and a distal embolization from the debris in the basket occurred. The patient will probably need surgery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.